Event description:
During non-clinical activity of the device, the user reported the arterial monitor was unable to display temperature readings. No other details regarding the nature of the event were provided. Since the event occurred during non-clinical activity, there was no pt involvement during this event.

Manufacturer narrative:
Device eval anticipated, but not yet begun.